Event description:
It was reported that the patient's entire system, device and catheter, was explanted due to swelling at spinal and pocket sites; large hematomas at spine and pocket sites. The healthcare provider (hcp) suspected it could be an issue with the infusion system. It was added that during surgery upon opening the patient and removing the pump, the hcp did not like the looks of the tissue and noticed some blood clots and decided not to re-implant a new device. Hcp suspected a possible infection. The caller reports patient was not getting therapeutic effect. Patient had four severe falls since implant and "may have landed on the pump which was located in her hip." Hcp kept the distal section of the catheter for testing. Pump had around 14 ml in the reservoir that was removed and was set to minimum rate and returned for analysis along with the proximal section of catheter. It was stated that patient was currently experiencing increased pain; was admitted to the hospital with IV antibiotics. The catheter tip was sent for culture. As of (B)(6) 2012, patient was indicated to be stable. Drug delivered via the device was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer: 8835, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Analysis of the pump revealed no anomaly; normal device function. Returned for analysis was the incomplete catheter in segments; analysis of the same revealed no significant anomaly, acceptable catheter testing.

Event description:
Additional information was reported that the health care provider indicated the patient fell shortly after the implant and developed a significant hematoma at pump site. The health care provider believed that explanting the system was the only way to treat this.

Event description:
Additional review indicated that the patient also had massive swelling in the pocket site and the ¿skin very tight.¿ after revision, the patient was kept at the facility to receive IV antibiotics and ¿some other stuff until the cultures come back.¿

Manufacturer narrative:
(B)(4).